Event description:
Additional information received identified surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices after having unrelated surgery. The ipg was deemed inoperable. No additional intervention is planned at this time.